Event description:
It was reported that during preparation, the protective sheath could not be removed from a 3.5 x 20 mm nc trek and then a 3.5 x 15 mm nc trek. Neither device was used. The procedure was successfully completed with a non-abbott balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc trek referenced is being filed under a separate manufacturing report number.